Event description:
According to the reporter during the catheter implantation, it was found that there was a reflux between arterial and venous lines at the level of the hub, it was evidenced when checking the line flow (when arterial extension was flushed). There was a leak located at the bifurcate. The catheter was not repaired. There was no cleaning agent used on on the device. Tego was not utilized and there was no luer adapter issue. The insertion site was not treated prior to product placement. The reporter flushed the lumen prior to insertion. There was nothing unusual observed on the device prior to use, no other defects/damages found on the product and no other products were utilized with the device. The patient was treated with local anesthesia and anesthesia time extended by greater than 30minutes. The defective catheter was removed and another catheter was placed (catheter was changed) to resolve the issue and proc edure was completed. It was also stated that the device was not left implanted, it was changed when problem became apparent. There was a minimum amount of blood loss and blood transfusion was not required. There was no medical or surgical intervention needed to pr event a permanent impairment and the event did not lead or extend patient hospitalization. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the catheter implantation, it was found that there was a reflux between arterial and venous lines at the level of the hub, it was evidenced when checking the line flow (when arterial extension was flushed). There was a leak located at the bifurcate. The catheter was not repaired. There was no cleaning agent used on on the device. Tego was not utilized and there was no luer adapter issue. The insertion site was not treated prior to product placement. The reporter flushed the lumen prior to insertion. There was nothing unusual observed on the device prior to use, no other defects/damages found on the product and no other products were utilized with the device. The defective catheter was removed and another catheter was placed (catheter was changed) to resolve the issue and procedure was completed. It was also stated that the device was not left implanted, it was changed when problem became apparent. There was a minimum amount of blood loss and blood transfusion was not required. There was no medical or surgical intervention needed to prevent a permanent impairment and the event did not lead or extend patient hospitalization. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d6a, d6b, d9, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it was found that there was a reflux between arterial and venous lines at the level of the hub, it was evidenced when checking the line flow (when arterial extension was flushed). There was a leak located at the bifurcate. The catheter was not repaired. There was no cleaning agent used on on the device. Tego was not utilized and there was no luer adapter issue. The insertion site was not treated prior to product placement. There was no medical or surgical intervention needed to prevent a permanent impairment and the event did not lead or extend patient hospitalization. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: a1 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities. Functionally, when the cannula was clamped and water flushed through the luer adapters, reflux between the venous and arterial extension tubes was observed. It was reported that there was a leak detected between the lumens of device. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.